Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Pfmea ra7600780, revision 22, was reviewed for this investigation. The reported event is addressed in step/item #24 with potential failure mode is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised". Based on this review the risk is within the expected range. Baw7667064, rev 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached to the investigation overview element. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have already changed the arctic sun device and just now changed the pads. They were getting a low air leak message. Current device was (B)(6). They did not have the lot number of the first set of pads. Flow rate settled at 1.3lpm, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 38 percentage. Discussed additional troubleshooting tips for low flow or low air leak. Explained the first device was likely okay to use on another patient as it appeared the low flow was attributed to the pad. Nurse received an alert that the patient was below low patient low priority alarm 11 (patient temperature 1 below low patient alert). Patient temperature was 31.3c. Water temperature was 31.4c and increasing. Advised if the flow rate was low earlier, the heater would not have been able to function properly. The water temperature should continue to increase to as high as 40c. Confirmed the patient temperature was reading accurately.

Event description:
It was reported that they have already changed the arctic sun device and just now changed the pads. They were getting a low air leak message. Current device was (B)(6). They did not have the lot number of the first set of pads. Flow rate settled at 1.3lpm, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 38 percentage. Discussed additional troubleshooting tips for low flow or low air leak. Explained the first device was likely okay to use on another patient as it appeared the low flow was attributed to the pad. Nurse received an alert that the patient was below low patient low priority alarm 11 (patient temperature 1 below low patient alert). Patient temperature was 31.3c. Water temperature was 31.4c and increasing. Advised if the flow rate was low earlier, the heater would not have been able to function properly. The water temperature should continue to increase to as high as 40c. Confirmed the patient temperature was reading accurately.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.